Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had an infection with symptoms that included a fever. The infection occurred following a replacement. The device was replaced due to a depleted battery. The patient reported that his arthritis made it difficult for him to use the patient programmer to turn on/off and he wished to have the entire system removed. Additional information has been requested, but was not available of the date of this report.